Event description:
It was reported the patient's system was explanted on an unknown date in 2020 due to an infection. No further information is available.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During the processing of this complaint, attempts to obtain patient and event information were made but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.